Event description:
It was reported that the fast-fix 360 curved ndl delivery sys device deployed the metal advance rod out past the tip of the needle. The device would not retract and appeared to have pushed both t's out at once. Both implants deployed at the same time on the same side of the meniscus, and both implants were loose in the joint. The implants were able to be removed. The surgeon used another fast-fix to complete the procedure, and the patient was okay.

Manufacturer narrative:
Investigation of the returned device revealed that the devices were received for evaluation of the reported complaint mode, ¿pre-deployment¿. Both devices were returned without the implants and suture. The inserter rod for both devices was unable to be retracted; the inserter shaft was found to be bent, which may have caused this issue. Per the IFU (1061352). A review of the device history records was performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).